Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the customer allegation was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a tear in the instrument channel and instruments could not be inserted. The issue was found during reprocessing. There was no patient involvement.